Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the fastthread¿ biocomposite¿ interference screw 8 x 20 mm, identified that the screw was broken off; only one half of the screw was returned for investigation. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0111-eo - g. Precautions - 4. Bio-tenodesis screw only: use the appropriate size arthrex drill to create a pilot hole in the bone. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the screw broke. The broken pieces were retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw (B)(6) 2025: further information was provided that the fragment remained inside the patient and was not retrieved.